Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to a competitor brand meter. The customer experienced symptoms of trembling and numbness and had contact with a healthcare professional who obtained a blood glucose result of 50 mg/dl. The customer was diagnosed with hypoglycemia and was provided chocolate for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be seated properly. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to a competitor brand meter. The customer experienced symptoms of trembling and numbness and had contact with a healthcare professional who obtained a blood glucose result of 50 mg/dl. The customer was diagnosed with hypoglycemia and was provided chocolate for treatment. There was no report of death or permanent injury associated with this event.